Event description:
It was reported that the unspecified bd cathena¿ safety IV catheter with bd multiguard¿ technology had a defective spring-lock that jammed once inserted, causing occlusion during the flush. The following information was provided by the initial reporter: "the spring lock jammed and the nurse was unable to flush the IV or trouble shoot. They ended up changing the IV site and resticking the patient. Unfortunately, they did not have the catheter in question. I am told it was soon after insertion, the flowback mechanism worked, it flushed, and then when they went to hook up the IV it did not flush again. Multiple nurses tried to unstick it per the report... The bd multiguard IV catheter jammed with the spring lock shut, making it impossible to flush or use the IV even though the catheter was still in place. Pt required and additional IV placement under us guidance and care was delayed."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.